Event description:
It was reported that during the laparoscopic hysterectomy procedure, the active blade broke off inside the patient. The blade was retrieved and the case was completed with another like device. There was no patient consequence.